Event description:
Patient seen with rv lead integrity alert. Noise on rv lead, suspect impending fracture. Sprint fidelis 6949 rv lead has been recalled. Patient was admitted to hospital with tachy therapies off. New rv lead placed.